Event description:
It was further reported that the right ventricular (rv) lead was capped and replaced.

Manufacturer narrative:
Correction: added imf (annex f) code f12, f1905 and f2307. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products- model: 4568-53, lead; implanted: (B)(6) 2002 model: dtba1d, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert from their cardiac resynchronization therapy defibrillator (crt-d). A remote transmission was sent. The right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Oversensing noise was also noted leading to pacing inhibition and long pausing,and the superior vena cava (svc) defibrillation coil displayed ¿impedance changes.¿ additionally, the right atrial (ra) lead had triggered an alert for high thresholds. Reprogramming was completed and a lead revision was conducted. During the lead revision it was discovered the vein was occluded and the physician chose to switch the rv lead connector and left ventricular (lv) lead connector in the device header in order to eliminate oversensing. The leads remain in use. No further patient complications have been reported as a result of this event.